Event description:
This ra lead was implanted on (B)(6) 2012 and was shut off on (B)(6) 2013. A call to technical services placed on (B)(6) 2013 stated that this atrial wire was shut off. Caller wanted to make sure that atrial sensing portion is correctly handled since high rate atrial sensing impacts longevity. Technical services helped caller navigate lead and turned off sensing. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).